Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened soft tip cannula, in a blister / in a bag was received for the report of loosen tip. Sample was visually inspected and found to be nonconforming. Most of the soft tip was missing from cannula tip. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned non-conforming sample was received opened. How and when the soft tip of the cannula became damaged cannot be determined from this evaluation, however, the evaluation shows that the tip was initially present prior to surgery and most likely was damaged during use. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during vitrectomy surgery, an ophthalmic cannula¿s front tips were loosened. The procedure was completed on the same day. There was no patient harm.